Manufacturer narrative:
This report is being amended to reflect changes in sections. No products were returned, so the fracture pattern could not be examined to determine if it was a fatigue or an ultimate stress fracture pattern. The nail was in-vivo for an unknown number of months before it fractured. There is not enough information to determine the exact cause of the plate fracture. Product history search revealed no additional complaints against the related part. The znn nails are used for treatment. No devices or photographs were returned for review; therefore the condition of the components is unknown. The device history records and measurements instructions sheets for the nail were reviewed and found conforming to the requirements at the time of manufacture.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a fractured femoral nail.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. As returned, the nail was fractured. Dimensions taken for the device is within specification. Fracture surface analysis of the antegrade gt femoral nail fracture showed that it was fractured due to fatigue. Part b of the fracture was chosen for sem analysis and it revealed the suspected crack initiation site. Sem analysis also revealed the mode of fracture and striations. There was an overload part of the fracture identified which showed ductile dimples and was suspected to be the region of crack of exit. No obvious inclusions were identified on the fracture. Eds elemental analysis of the fracture showed that it was consistent with tivanium alloy. If bone union did not occur, the nail would have experienced excessive loading beyond its expected fatigue life. There is not enough information to determine the exact cause of the nail fracture.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.